Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had low impedance suggesting a possible insulation leak. The lead was capped and replaced. No patient complications were reported as a result of this event.